Event description:
The patient had generator and lead replacement on (B)(6) 2015. The explant hospital does not return explants per facility protocol.

Event description:
It was reported that device diagnostics resulted in high impedance ( dc dc code - 7). It was reported that there was no patient manipulation or trauma that may have caused or contributed to the high impedance. The device was programmed off and the patient was referred for surgery. No known surgical interventions have occurred to date.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.